Event description:
Customer reported that their insulin pump repeatedly stopped administering insulin despite having a fully charged battery and sufficient insulin supply. Their blood glucose level increased to the 400s as a result. After several attempts to restart the pump, it eventually resumed normal function. No additional information was received regarding corrective actions taken or other outcomes.